Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient presented with pain and stiffness following an initial tka. The patient has failed treatment with conservative options. Arthrofibrosis status post tka. Arthroscopy knee debridement was performed. A synovectomy was performed on (B)(6)2022. No further information provided.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent debridement cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.